Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. Blood was discovered on the helix/lobe mechanism.

Event description:
It was reported that lead was attempted to be implanted, but the helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.